Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the no external damage was observed. During flow testing, the reported problem could was verified. The root cause of the reported issue was found to be the position pot was disconnected from the main board. Connected position pot to main board and added hot glue to the connection as a preventative measure. Device information is unknown. No product information has been provided to date.

Event description:
It was reported that there was a check clutch, plunger error with any syringe. No patient injury was reported.